Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. No intervention was required to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Additional information: b3, b5, d6.

Event description:
Additional information received indicated right ventricular lead provocation testing was performed and no anomalies were noted. Furthermore, the device was reprogrammed to resolve the event. The patient was in stable condition.